Event description:
After pre-dilating a moderately calcified and tortuous distal circumflex lesion, the cypher sds was delivered to the lesion. Negative pressure was applied prior to inflation, and no anomalies were observed. During attempts to inflate the sds, the physician noticed the pressure could not be increased while the cypher was being inflated. Slight leakage of contrast medium was noted from the proximal shoulder of the balloon. The physician confirmed the balloon to be ruptured. To avoid the risk of the stent dislodgement due to the insufficient inflation, the physician managed to inflate the sds to 10 atmospheres to deploy the stent. The sds was then retrieved slowly from the patient. Balloon post-dilation was then conducted and the procedure was safely finished. There was no reported patient injury. The delivery system has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
This product, is distributed outside the united states, but is similar to us distributed stent delivery systems.